Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-48643. It was reported during a procedure to electively explant the patient's drg system, the lead contacts broke off and remain implanted. No other complications noted during the procedure. No further intervention is planned to retrieve the retained contacts at this time.